Manufacturer narrative:
Reference: voluntary medwatch report # mw5153398.

Event description:
Voluntary medwatch received states that the patient presented with high defibrillation impedance measurement of the right ventricular (rv) lead. Additionally, the right atrial (ra) lead exhibited over-sensed noise. It was noted that the patient underwent an ablation procedure, and both events were attributed to electric magnetic interference during the procedure. Rv lead impedance returned to in-range after the procedure. The rv lead was reported as implanted and in service. No additional adverse patient effects were reported. No further information was available.